Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a small flexnav delivery system and a small navitor loading system. The patient's aortic angle was 50 degrees. Annular dimensions were as follows: annulus diam: 25.6, area: 502.6mm2, perimeter: 25.6mm, lvot 25.1mm. Pre-dilatation was performed with a 23mm non-abbott balloon; the minimum diameter was 22.5mm. The implant depth prior to release was 3mm. There was sufficient calcium to allow anchoring; the calcium score was not available. The flexnav was in neutral position prior to release and the guidewire was pulled back. The 3 tabs were free prior to pulling back the flexnav. The navitor valve was never recaptured. Post-release, valve migration occurred and the navitor migrated towards the aorta. No entanglement between the navitor and the flexnav occurred. The migrated valve did not block any arteries and was snared to move to position. The implanter suggested that the cause of migration was due to under-expansion due to calcium. A second 29mm navitor valve was successfully implanted via valve-in-valve. No post-dilatation was performed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the caus of reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the a (valve-in-valve) was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the navitor instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage. Since this did not cause the reported event letter will not be sent.